Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the infusion device made unusual noises, and she believed the insulin delivery was too low. These concerns began on (B)(6) 2010, and pt started backup infusion device on (B)(6) 2010. Blood glucose elevated to 540 mg/dl as a result, and pt corrected hyperglycemia with an insulin pen. Pt does not reuse the insulin cartridge. Insulin cartridge is changed every 6 days, infusion needle every 2 days, and infusion tubing every 6 days. Pt was using the proper type of battery and infusion device battery setting was programmed correctly. Infusion device was not exposed to water or electromagnetic fields. Target blood glucose is 120-140 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No additional info was available.